Event description:
It was reported that device embolization occurred. A concomitant procedure was being performed. An ablation using farapulse pulse field ablation (pfa) system was selected for use. After the ablation, a left atrial appendage (laa) closure procedure was performed using fluoroscopy and intracardiac echocardiography (ice) imaging. The laa was noted to have a posterior and anterior lobe and left atrial pressure was 21. A 27mm watchman flx pro closure device was inserted and deployed in the laa, yet did not meet release criteria so it was subsequently removed. A 31mm wds was then inserted, deployed, and implanted after meeting release criteria. It was noted there were no issues encountered during the laa closure procedure. Seven (7) hours post index procedure, the patient had a syncopal event and was brought back to the cardiac catheterization lab. An echocardiogram was performed where it was discovered the closure device had embolized into the left ventricle. The physicians decided to have the patient fly to another facility for surgical evaluation. Surgical explantation of the closure device was then performed the following day post index procedure. The patient is recovering and is expected to be discharged home.

Event description:
It was reported that device embolization occurred. A concomitant procedure was being performed. An ablation using farapulse pulse field ablation (pfa) system was selected for use. After the ablation, a left atrial appendage (laa) closure procedure was performed using fluoroscopy and intracardiac echocardiography (ice) imaging. The laa was noted to have a posterior and anterior lobe and left atrial pressure was 21. A 27mm watchman flx pro closure device was inserted and deployed in the laa, yet did not meet release criteria so it was subsequently removed. A 31mm wds was then inserted, deployed, and implanted after meeting release criteria. It was noted there were no issues encountered during the laa closure procedure. Seven (7) hours post index procedure, the patient had a syncopal event and was brought back to the cardiac catheterization lab. An echocardiogram was performed where it was discovered the closure device had embolized into the left ventricle. The physicians decided to have the patient fly to another facility for surgical evaluation. Surgical explantation of the closure device was then performed the following day post index procedure. The patient is recovering and is expected to be discharged home. It was further reported the laa was surgically clipped during the closure device explantation procedure.

Manufacturer narrative:
B5: information added. Medical media was provided to aid in the investigation and was reviewed by members of the bsc medical safety. The media review concluded: three (3) procedural intracardiac echocardiogram (ice) and one (1) transthoracic echocardiogram (tte) screenshots were submitted for review. 2/3 procedural images were out of focus. In all three (3) images, the closure device was deployed in the left atrial appendage (laa) and still attached to the core wire. Device diameter measurements were displayed but only one was readable as 2.6cm. It was unclear whether the closure device was the first (27mm) or second closure device (31mm) and it was hard to tell whether the measurement was going from outer edge to outer edge. The measured diameter would result in 16% compression of a 31mm closure device. The distal face of the closure device seemed rather flat suggesting compression at the lower end of the range. The imaging overall was insufficient to make any conclusion whether release criteria (pass) was met before release. The tte screenshot showed an apical 4 chamber view with the embolized device in the left ventricle (lv). H6: code added: analysis of data provided by user/third party. H6: code updated from no device problem found to operational problem identified. H6: code updated from cmc-no problem detected to known inherent risk of device.